Manufacturer narrative:
The surgeon reported that the fossa component was well fixed with the three remaining bone screws, and he elected to not replace the removed screw.

Event description:
The surgeon reported that the second posterior bone screw of the left fossa component had become loose and was removed. All other screws were found to be stable.